Event description:
(B)(4). I have had essure since 2002 I get headaches every day lower back pain constipation had my gall bladder removed weird menstrual periods bloating weight gain numbness down my thigh along with burning and the list goes on.